Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC inserted (B)(6) 2024. Patient attended for bloods and PICC flush clinician unable to take bloods or flush PICC removed and hole just inside insertion site observed. PICC removed (B)(6) 2024.